Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results obtained. The expected fasting blood glucose test result range is 112 -124mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 481 and 502mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 05/31/2021 and open vial date is 5/27/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results obtained. The expected fasting blood glucose test result range is 112 -124mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 481 and 502mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 05/31/2021 and open vial date is 5/27/2019. The meter memory was reviewed for previous test result history. Result 1: 443mg/dl date: (B)(6) 2019 time: 4:45pm non-fasting, result 2: 283mg/dl date: (B)(6) 2019 time: 8:05am fasting, result 3: 215mg/dl date:(B)(6) 2019 time: 9:04am non-fasting, result 4: 259mg/dl date: (B)(6) 2019 time: 8:43am fasting, result 5: 287mg/dl date:(B)(6) 2019 time: 11:36pm fasting.